Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
No blood glucose levels reported. The customer reported that insulin leaked into the reservoir compartment of the insulin pump. The customer reported that the o-ring of the reservoir of the insulin pump failed and insulin came through into the reservoir. No additional info was provided.